Event description:
The patient had an MRI at 12:30; the reason for the MRI was not provided. Following the MRI, the pump alarm was heard. The MRI caused a motor stall at 12:31 which was confirmed via the event logs. By 2 pm, no recovery was noted in the event logs. The pump had been running at the minimum programmable flow rate prior to the stall. The hcp was going to check the pump again in 15 minutes and call back if the issue persisted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).